Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for repair. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by external factors, customer's handling or stress due to use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the device for the repair at olympus repair center. There was no report of patient injury associated with this event.